Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol was exchanged due to a mechanical complication. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the customer did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).